Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results using the inratio meter: results as follows: date: ng, inratio: 4.2, re-test: 4.1. Date: next day, inratio: 1.4. Customer's son tested his mother twice and got a 4.2 and a 4.1. They withheld medication and the next day, she got a 1.4 inr.